Event description:
During the treatment of a basilar tip aneurysm, multiple attempts were made to detach the coil unsuccessfully. Upon removing the coil, it detached with approximately 2cm of the coil within the microcatheter. An attempt was made to push the coil back in the aneurysm and in doing so, the aneurysm was perforated with a small extravasation. After rupture, the heparin was reversed with no change in the vital signs. The patient woke up with no adverse neurological findings. A CT scan showed a small amount of blood/contrast in the 4th ventricle. No additional treatment was required. Patient information - patient identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant was not included for evaluation as it remains within the patient. The delivery pusher was tested for electrical continuity and met specification. The delivery pusher had kinking damage visible, severe at the proximal end. The distal end of the delivery pusher (heater coil segment) had evidence of multiple detachment attempts as it was melted. The remainder of the delivery pusher appeared normal in specification. The returned microcatheter (sl-10) has kinked/flattened segments at the distal end, the remainder of the length is normal in appearance. Additionally, two v-grip detachment controllers were included for evaluation. The device were tested for output voltage and output time. Both devices met the output specification. No excessive fluid residual was visible on the device housings. The root cause of this complaint cannot be determined definitively. It is unknown when the bend to the proximal end of the device occurred or if it was a contributing factor. The device continuity is normal in specification and there is evidence of detachment. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed within this build.